Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer's blood glucose was 135 mg/dl, and the customer's most recent blood glucose was 195 mg/dl. The customer stated that she was unable to exit from the check blood glucose notification on the insulin pump. She stated that she took the battery out and reinserted it, but this did not resolve the issue. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. The insulin pump was received with minor scratches on lcd window.